Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal coronary angioplasty, crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 90% stenosed, eccentric, de novo, 20mmx3.5mm target lesion contained a >45 and <90 degree bend and was located in the non-calcified and moderately tortuous right coronary artery(rca). Following predilation with an unspecified balloon catheter, a 20 x 3.50mm taxus liberté drug eluting stent was advanced but failed to cross the target lesion. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a visual and microscopic examination identified stent damage. The struts on the first two rows on the proximal end of the stent were stretched out towards the proximal markerband. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).